Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on may 03, 2019.

Manufacturer narrative:
This report is submitted march 20, 2019.

Event description:
Per the audiologist, the patient experienced skin issues and subsequently underwent multiple revision surgeries in (B)(6) 2014, (B)(6) 2017, (B)(6) 2018. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.